Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was staying flat after several pumps, resulting in inflation issues for the cylinders. Troubleshooting measures were performed by the physician but were not successful; therefore, the patient will have a second appointment to attempt inflating the device again. No surgical intervention has been planned.